Event description:
Left total hip replacement on (B)(6) 2006. He received the depuy total hip pinnacle acetabular cup sz 58mm, ultamet metal-on-metal insert 35mmidx58mmod, articul/eze metal on metal femoral head. Right total hip replacement on (B)(6) 2006. He received the depuy total hip pinnacle acetabular cup sz 54mm, pinnacle metal insert 36mmid x 54mmod, and articul/eze metal on metal femoral head. In 2008 he began having persistent pain and popping in both hips, which was worse on the right side while resulted in revision on (B)(6) 2008. In 2011 he dislocated his right hip requiring a closed reduction. He has metallosis from evidence by high levels of chromium and cobalt in his blood. These symptoms continue to date. Reason for use: degenerative joint disease in l hip and degenerative joint disease in r hip.